Event description:
It was reported that during a coronary stent procedure, the stent was damaged. The procedure was completed with another stent of the same size. No pt injuries or complications were reported.